Manufacturer narrative:
(B)(4). Event description continued: the physician reported that he believed the high left atrial pressure due to return of mr could have caused the tear. The patient was clinically stable after surgery and was discharged home on that same day or the next day. No additional information was provided. Concomitant products: guide cath: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This clip delivery system is filed for single leaflet detachment and increased mitral regurgitation requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomy was challenging due to a wide anterior flail leaflet and the procedure was challenging due to low transseptal puncture. It was noted that the tee imaging was poor due to rotation of the heart. Leaflet grasping was difficult and it took 15 grasps before both the leaflets were able to be grasped. At the time of the procedure, the anterior leaflet appeared to be well inserted within the clip; however, while grasping the posterior leaflet it is possible that the amount of the anterior leaflet grasp decreased. Mr was reduced to grade 3. 24 hours post-procedure it was noted that a single leaflet detachment of the anterior leaflet occurred which resulted in worsening mitral regurgitation with a grade of 4+. The patient experienced cardiogenic shock, acute renal failure and a drop in blood pressure and was treated with medications. The patient underwent mitral valve replacement during which the clip was explanted. Surgery revealed ruptured chordae that were not present during the mitraclip procedure; therefore, the physician assumed that the clip was attached to the chordae and only some of the anterior leaflet. The leaflets were not damaged, but the atrial septal defect was observed to have increased from 7-12 mm.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and the slda may be influenced by the difficulties with visualization, suboptimal imaging or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the imaging was poor. It further stated that the transseptal puncture was low and the patient had challenging anatomy due to anterior flail and rotated heart, which contributed to challenging visualization of the clip and procedure. Additionally, it is stated that during the procedure, the anterior leaflet appeared to be well inserted within the clip; however, it is possible that while grasping the posterior leaflet, the amount of the anterior leaflet grasp decreased. Therefore, based on the information reviewed, the reported difficulty grasping leaflets resulting in the slda post-procedure appears to be related to patient/procedural conditions and not a product quality deficiency. Reportedly the mr increased post procedure and the patient experienced cardiogenic shock, acute renal failure and hypotension. Therefore, based on the information reviewed, the increased mr was most likely due to the slda, which then resulted in the cascading effects of the cardiogenic shock, renal failure and hypotension. The reported ruptured chordae was noted during surgery, as the damaged chordae was not present during the procedure. Additionally, it was confirmed that the leaflets were not damaged. Therefore; it was assumed by the physician that the clip was initially attached to the posterior chordae instead of the posterior leaflet and some of the anterior leaflet. The reported tissue damage was therefore most likely due to the grasping attempts during clip implantation. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of hypotension, mr, renal failure, tissue damage and cardiogenic shock are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.